Manufacturer narrative:
D6a should have been left blank on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
D1. Brand name corrected. D9. Date device returned to manufacturer and is device returned to manufacturer? Added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The cause of the reported controller error alarm for ic1374 was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a male patient on a impella 5.5 due to acute myocardial infarction. Bedside during support, there were multiple controller error alarms occurred. They did self resolve but continued overnight. Staff performed an console (aic) to aic transfer today. The patient remained on support.